Event description:
(B)(4). I have had daily chronic migraines since just after having the essure done in 2009. I have also has severe cramping, flashes, fatigue, weight gain, increase dizziness, and more